Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated the controller had not acted right since the day they received it in july. Patient said one of the big issues was when they plugged in the recharger or the ac power supply to charge, the plugs would not want to stay seated and patient would have to sit perfectly still for the entire time. Patient said they would barely touch a cord and the plug would pop right out of the controller. Patient mentioned they had a couple other issues as well: back on january 5th while charging the implant, the screen just whited out on them and showed different screens at once, but they got that to clear and continue. Patient then said after that, the controller said the device was off and stimulation was on at the same time. Patient had also noticed longer charge durations. Patient then said last night they got a code while charging that said to call medtronic, rm06. Patient was able to clear the code and continue charging until the implant was fully charged. A replacement controller was sent out. No symptoms were reported.